Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. As received, the monitor failed incoming functional testing and displayed service codes 102 (charge profile faults) and 105 (pulse test relay stuck). Upon evaluation, the u602 and c610 were shorted and the computer/analog board was burned. The cause for the service codes and the functional failure is the damaged components. The root cause for the damaged components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying service codes 102 (charge profile faults) and 105 (pulse test relay stuck).